Event description:
The customer called and reported being hospitalized for diabetic ketoacidosis. Customer stated he did not have time to provide details and was advised to call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.